Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: d11: concomitant med products and therapy dates: medium attachment device, short craniotome attachment device and adult craniotome attachment device device, 8/15/2024 e1: the initial reporter's phone number was not provided. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
Report 3 of 4 for this event.it was reported from japan that the inner parts of the short attachment device, medium attachment device, adult craniotome attachment device and large craniotome attachment device came off. It was not reported if the devices were used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: correction: device availability: d9: the device availability date was incorrect in the initial report. The date has been updated from 8/16/2024 to 8/22/2018. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that inner parts came off. Was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had a worn bearing, exhibited vibration, produced unexpected noise, was difficult to assemble/disassemble, craniotome neuro tip was bent/damaged. It was noted that the device had dural guard scratches and motor connection was snagging. It was further determined that the device failed pretest for verification: visual assessment, lock operation and verification: vibration. The assignable root cause was determined to be due to component failure from wear.